Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "stopped pumping and the screen flickered white" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the fluid intrusion to the battery contacts causing corrosion. The wireless battery module was unable to be tested due to the corroded contacts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v9 wireless battery module failed during use without a notification. This was further described as "the pump stopped pumping and the screen flickered white". This occurred during patient infusion in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.